Manufacturer narrative:
Investigation revealed the subject product to be a concomitant item. The device did not contribute to the event. For further details of the main investigation performed refer to the investigation report, which is attached under phase 3 of investigation (B)(4).

Event description:
The customer reported that the patient had been implanted with locking screws in a procedure on (B)(6) 2016 and that the screws had broken. The patient required revision surgery on (B)(6) 2016. The customer reported that the procedure was a spiral tibial fracture.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device disposition is unknown.

Event description:
The customer reported that the patient had been implanted with locking screws in a procedure on (B)(6) 2016 and that the screws had broken. The patient required revision surgery on (B)(6) 2016. The customer reported that the procedure was a spiral tibial fracture